Event description:
Review of information notes that the lead was capped on (B)(6) 2014.

Event description:
It was reported that the patient experienced fatigue, dizziness, and shortness of breath. Review of holter monitoring strips revealed right ventricular oversensing. The right ventricular had exhibited noise in the past. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.